Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is being submitted due to the omission of the date of implant provided in the legal claim. Updated fields: b4, b5 (event description), g4, g7, h2, h10, h11. Corrected fields: d6 (date of implant). This supplemental emdr represents the bard flat mesh (device #2). Additional emdr was submitted previously for bard/davol mesh ¿ composix (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges per short form (see attached) that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix), bard mesh (bard flat mesh) and ventrio st (x2) on (B)(6) 1997 and/or (B)(6) 2000 and/or (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix) and bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: based on an initial legal claim and medical records provided, the patient was implanted with a composix on (B)(6) 2000. Since the st meshes were available only after 2003, (B)(6) 1997 will be considered as the implant date for the bard mesh (bard flat mesh).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). Additional emdr was submitted previously for bard/davol mesh ¿ composix (device #1) should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix) on (B)(6) 2000, bard mesh (bard flat mesh) and ventrio st (x2) on (B)(6) 1997 and/or (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix) and bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.